Event description:
It was reported that a patient hadn¿t used the patient programmer in about a week, and when she tried to use it, it wouldn¿t work. She changed the programmer batteries and was now seeing a power on reset (por) with a phone and doctor icon on the programmer screen. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v650831, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).